Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 alarm confirmed in the insulin pump history due broken trace on keypad assembly. Insulin pump received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures. The blood glucose level was 109 mg/dl. Troubleshooting was not performed for hardware low level failures. The customer also reported that the insulin pump did not give insulin correctly. The customer also mention that the middle button was damaged. The insulin pump will be returned for analysis.